Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the down arrow button required several presses for the pump to respond. The pt claimed that the keypad was intact and did not have any tears or holes. The pt denied that the device was exposed to water or cleaning products.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently not responding to up and ok button presses. The down keypad button also required excessive force for the pump to respond. The keypad was removed and adhesive/contamination was observed under the button contacts. The up and ok button contacts were also observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling.